Event description:
Device malfunction: none. Adverse event: left mca stroke, death. Time of adverse event: stroke - at the end of the stenting procedure. Death - 11/1/06, 6 days post-procedure. It was reported that during a lic artery stenting procedure, in 2006, the pt experienced a stroke. There was moderate tortuosity at the bifurcation and the lesion was heavily calcified and had 80-90% stenosis. An accunet filter and acculink stent were successfully placed at the target sites and everything went as expected until post-dilatation. A post-dilatation, accunet compatible, viatrac .014 balloon was advanced over the accunet .014 wire and post-dilatation was performed. After balloon deflation the balloon became stuck in the deployed stent and there was difficulty removing the deflated balloon. The balloon delivery catheter was slightly advanced and rotated circumferentially in a 10 second time frame and the balloon was removed intact. After balloon manipulation the pt experienced a left mca infarct and was flaccid on the right side. The pt died 6 days later as result of the stroke. No add'l info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor.